Event description:
A 3.0mm diameter x 30mm length medtronic ave gfx2 stent was inserted into a moderately tortuous and calcified left anterior descending artery. The stent was unable to cross the target lesion. The physician attempted to push the stent to cross the lesion with the guide catheter causing the last 8mm of the stent between the guide catheter and left main to get bent. Subsequently, upon removal of the undeployed stent and delivery system into the guide catheter, the stent would not retract into the guide catheter due to stent bunching. The undeployed stent was successfully removed when the physician removed the guide catheter, stent delivery system and sheath as a single unit. The target lesion was then pre-dilated and successfully treated with a 3.0mm x 24mm stent. The physician did not follow the instructions for use when he attempted to push the stent across the lesion with the guide catheter and did not pre-dilate the lesion 1:1. There were no add'l sequelae reported relative to the event.